Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical service engineer (tse) explained the system needed to be power cycled to reenable universal surgical manipulator (usm) 2 and recommended returning the affected endoscope if the shaft was not rotating smoothly. Isi has not received the endoscope involved in this complaint for a failure analysis. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the staff encountered an issue where the scope rotated 180 degrees followed by a non-recoverable fault. Logs reflect error 23003 on universal surgical manipulator 2 (usm2) axis 4 followed by the staff disabling the usm. The technical service engineer (tse) explained the system needed to be power cycled to reenable usm2. The reporter explained the staff was not interfacing/or touching the endoscope when it rotated and generated an error 23003. The tse recommended the staff verify the endoscope by rotating the shaft and ensuring the shaft rotates smoothly. The tse recommended returning the endoscope if the endoscope shaft does not rotate smoothly. The procedure was completed with no reported injury.